Manufacturer narrative:
Device evaluation: returned device was received. Evidence of reported problem in event log was found. During the evaluation of the device customer's reported problem was confirmed. The pump was found to be displaying "1871" error code on power up during the investigation. Found motor is locked up. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd-legacy 1, needs a lithium battery replacement. No patient injury.